Manufacturer narrative:
Customer stated that 4 bolts in the knee came loose, 2 bolts fell out completely. Client was involved in a motorcycle accident (B)(6) 2017. The customer indicated the device (3r60) was the cause of the fall. The client did seek medical attention and was hospitalized with multiple fractures. The evaluation of this specific device was conducted at the manufacturer's after sales service center on january 29th, 2018. Due to the time difference between the accident and the technical evaluation we can not identify the original failure which might have led to the fall. An exact reason for the loosening of the bolt could not be determined. We are also not able to assess the relationship between the event and the product based on the available information. Therefore, we report this failure according to guidance for industry and FDA staff on "MDR for manufacturers" chapter 2.15.

Event description:
Knee joint was sent in for repair. Customer stated that 4 bolts in the knee came loose, 2 bolts fell out completely. Client was involved in a motorcycle accident (B)(6) 2017. The customer indicated the device (3r60) was the cause of the fall. The client did seek medical attention and was hospitalized with multiple fractures. The accident happened in (B)(6) 2017. The joint was not sent in for evaluation until (B)(6) 2018. We report out of an abundance of caution.